Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture, noise and insulation anomaly. The lead was explanted and replaced on (B)(6) 2014.